Event description:
This is a report from a (B)(6) physician of a male patient experiencing peritonitis due to a leak from a pinhole in the tubing of transfer set found during use. On an unreported date, the patient began dianeal-n pd-4 2.5 therapy intraperitoneally for chronic renal failure. On (B)(6) 2012, the physician reported that she found the tube which was used for the hospitalized patient (patient hospitalized for peritonitis) had a minor hole and leak. Supplemental information provided by the physician on (B)(6) 2012 indicates: at (B)(6) 2012, the patient reportedly experienced hypertension and was hospitalized. In (B)(6) 2012, his tube (transfer set) was changed. At the beginning of (B)(6) 2012, peritonitis was diagnosed and unknown treatment was begun. On (B)(6) 2012, the physician found the tube's minor hole and leak and the tube was changed. The event was resolving and pd therapy was ongoing. The reporting physician stated peritonitis was related to the tube's hole, and not dianeal solution.

Manufacturer narrative:
(B)(4). The baxter (B)(4) home plant received one used set with no cap (loose in pouch) on the spike and no cap on the patient connector. The set was rinsed with 1:10 bleach solution to disinfect the sample. A titanium adapter was hand tightened without difficulty. The set was tested underwater at 8 psi with a pinhole leak noted approximately 7 3/8? From the sleeve in the closed position. The complaint was confirmed in the lab for leak. The root cause for this condition is undetermined.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should the evaluation be completed or additional information become available, a follow up report will be submitted. This is a product not distributed in the us and does not have 510k number.